Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure oversensing was observed on the shock electrogram (egm) with this implantable cardioverter defibrillator (ICD) following pocket closure. Air in the device header was suspected. The pocket was reopened and the right ventricular (rv) lead was disconnected and reconnected and the issue resolved. No additional adverse patient effects were reported.